Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 lead implanted: (B)(6) 2009; lead implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. It was also demonstrated the lead impedance had an out of range alert. The impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range; impedance trend on the rv (right ventricular) defibrillation coil was variable; the impedance trend on the svc (superior vena cava) defibrillation coil was variable. An out of tolerance sub threshold lead impedance alert occurred on (B)(6) 2012, (B)(6) 2013, and (B)(6) 2014. Maximum defibrillation impedance spikes of greater than 1000 ohms occurred during the weeks ending (B)(6) 2012, (B)(6) 2013, and (B)(6) 2013. Also demonstrated were varied impedances between 114 and 1160 ohms between the weeks ending (B)(6) 2013 and (B)(6) 2014. The maximum superior vena cava (svc) defibrillation impedance spikes were greater than 1000 ohms during the weeks ending (B)(6) 2012, (B)(6) 2013. Following, the impedances varied between 134 and 1184 ohms between the weeks ending (B)(6) 2013 and (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited both high impedances and impedance spikes on both the rv and superior vena cava (svc) coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.